Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via remote transmission. Far r-wave oversensing resulting in inappropriate mode switches was seen on the implantable cardioverter defibrillator. Programming changes were made on (B)(6) 2019. A chest x-ray to verify lead position was discussed, but the physician deemed it not necessary.